Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation evaluation summary: the stent delivery system (sds) was returned and the stent implant was undamaged and stationary on the tightly-folded balloon between the markers. The inflation device used during the procedure was not returned, which may have aided in the evaluation. A test indeflator was used in an attempt to inflate the balloon and after the sds catheter was left pressurized to dissolve the contrast in the inflation lumen, the balloon was inflated to rated burst pressure with no damage noted to the balloon. The reported failure to inflate could not be confirmed, and the returned product analysis revealed no indication of a product quality deficiency. As the contrast in the inflation lumen needed to be dissolved in order to inflate the balloon, perhaps the contrast dilution was improper (too thick) resulting in the inability to inflate. Another possible factor is any improper connection between the inflation device and sds. It was reported that the physician attempted to direct stent the lesion, which means that the lesion was not pre-dilated prior to stenting. The vision instructions for use states: pre-dilate the lesion with a ptca catheter. In this case, as the lesion was not calcified or tortuous, the direct stenting strategy likely did not directly cause or contribute to the reported inflation issue. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that an attempt was made to direct stent a non-calcific lesion in the circumflex artery with the vision stent. The vision stent delivery system (sds) was advanced to the lesion without any issue, but when pressurized, the balloon did not inflate. The sds was removed from the patient without resistance, with the stent intact. A new vision stent was implanted to successfully complete the procedure. There was no significant delay in procedure and no adverse patient effect. No additional information was provided.